Manufacturer narrative:
The calibration was acceptable and the quality control (qc) was within range. The IFU states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. Patient specimens may be nonreactive if collected during the early (pre-seroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients." A false negative/non-reactive result would be correlated with clinical history and presentation and may lead to additional testing and/or continued precautions to avoid infection with negligible clinical impact. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens healthcare diagnostics is investigating. MDR 1219913-2020-00232 for the first sample and MDR 1219913-2020-00233 for the second sample tested at the first laboratory were filed. MDR 1219913-2020-00236 was filed for the cov2g result.

Event description:
The customer obtained a nonreactive advia centaur xpt sars-cov-2 total (cov2t) result for a sample from a patient prior to vaccination on (B)(6) 2020. The patient was vaccinated. A second patient sample was tested after vaccination on (B)(6) 2020 at two different laboratories and the results were nonreactive. The second patient sample was tested at different laboratories and two alternate methods for igg and iga+igm. The results from the alternate methods were positive. The second sample was also tested on the advia centaur sars-cov-2 igg (cov2g) and was nonreactive. There are no known reports of patient intervention or adverse health consequences due to the nonreactive advia centaur xpt cov2t or cov2g results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2020-00234 on september 04, 2020. September 16, 2020 additional information: the customer contact information and phone number were provided ((B)(6). The vaccine in this case attenuated whole virus. The advia centaur xpt cov2t assay uses the s1rbd antigen. Growing evidence indicates that spike protein antibodies are neutralizing, based on in-vitro data. Evidence for neutralization antibodies to the n protein is currently sparse. Siemens healthineers selected the receptor-binding domain (rbd) of the s1 spike protein to detect antibodies that block the virus entry into the cells. This selection is aligned with most current vaccinations in development that are targeting the spike protein. Siemens healthcare diagnostics continues to investigate. MDR 1219913-2020-00232 supplemental report 1 for the first sample and MDR 1219913-2020-00233 supplemental report 1 for the second sample tested at the first laboratory were filed. MDR 1219913-2020-00236 supplemental report 1 was filed for the cov2g result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2020-00234 on september 04, 2020. Siemens filed the MDR 1219913-2020-00234 supplemental report 1 on october 09, 2020. October 20, 2020 additional information: siemens investigated. The patient has been vaccinated. The vaccine is attenuated whole virus. The cov2t uses the s1rbd antigen. Growing evidence indicates that spike protein antibodies are neutralizing, based on in-vitro data. Evidence for neutralization antibodies to the n protein is currently sparse. Siemens healthcare diagnostics selected the receptor-binding domain (rbd) of the s1 spike protein to detect antibodies that block the virus entry into the cells. This selection is aligned with most current vaccinations in development that are targeting the spike protein. Based on the information provided, no product non-conformance identified. The instrument is performing within specifications. No further evaluation of the device is required. MDR 1219913-2020-00232 supplemental report 2 for the first sample and MDR 1219913-2020-00233 supplemental report 2 for the second sample tested at the first laboratory were filed. MDR 1219913-2020-00236 supplemental report 2 was filed for the cov2g result.